Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 2 years after the dental implant and abutment were placed in site ada 7 in the mouth, the implant lost integration in type ii bone. Clinician noted the patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 2 years after the dental implant and abutment were placed in site ada 7 in the mouth, the implant lost integration in type ii bone. Clinician noted the patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.